Event description:
A (B)(6) year old female patient contacted zoll customer support to report that her charger (sn (B)(4)) was resetting and would not recognize a battery pack, when inserted. Upon providing the patient with a replacement battery charger (sn (B)(4)), battery charger faults were revealed. A zoll patient service representative issued her a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation the u13 (cmos flash microcontroller), on the bedside board was internally shorted. The root cause for the shorted u13 could not be positively identified. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside board. In addition, the battery charger's battery board was contaminated. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the contamination was unable to be positively identified, but likely caused by liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modems. The patient received a replacement battery charger/modem. Add'l manufacturer date: charger, sn (B)(4): 11/2010.